Manufacturer narrative:
No product was return so physical investigation could not be performed. Salters clinical director has contacted the customer to setup additional training and email was sent to customer in order to close out the complaint record. Cannulaide failure modes regarding skin tears will be monitored.

Event description:
The customer allege the "some issues have come up such as skin tears on some infant skin and requiring adhesive remover to be used ." No other details were provided.